Manufacturer narrative:
(B)(4). Date sent: 4/3/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished ech45c, with lot/batch number a9e67k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was doing a lung wedge resection. During the clamping/firing the surgeon and staff heard a crack. The stapler fired but when they opened the stapler it did cut but did not staple the line. None were left in the patient nor the back table. They got a new stapler and new reload to finish the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2024. D4: batch # 680c51. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with the joint cover damaged and with a gst45g reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, it was observed the knife wings were broken. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 680c51, and no non-conformances were identified.